Event description:
Arterial access started with a sheath. Medtronic 6fr ebu 3.75 guiding catheter introduced for left coronary intervention at midlad segment. Medtronic cougar xt 190cm j-tip wire introduced and would not pass lesion in midlad. Noted wire fracture approximately 12 inches from working end of wire. Radiopaque tip of wire in patients lad with remaining portion of the wire still in the medtronic guiding catheter. Second cougar xt passed through guiding catheter past the fractured wire into the patients lad. Balloon inserted on wire, advanced to distal end of the medtronic ebu 3.75 guide catheter and inflated to a nominal 12 atms. Trapping both the working cougar xt and the fractured portion of the cougar xt wire in the guide catheter. Guide, balloon and both wires were safely removed without incident to the patients anatomy. Cougar xt lot # gp418 or gp420.what was the original intended procedure?left coronary intervention.device #1is this a laboratory device or laboratory test?no.